Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that there was an "kv on in error" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.